Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they received lost sensor alarm. The customer also received calibrates now alarm. The customer states their blood glucose level had been as high as 400mg/dl. The customer states their healthcare provider attributed the highs to having used the reservoir and infusion set for about 12 days. The customer states their levels have been find now and declined to troubleshoot the highs. The customer was able to see sensor was calibrated and giving sensor readings. The customer was advised to monitor the device.